Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial #: (B)(4), ubd: 25-apr-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the capsule did not close smoothly during recapture. The delivery catheter system (dcs) was pulled up and then drawn to the lesser curvature side. It was reported that the valve tip was involved during recapture. The capsule was expanded while tension was being applied and the valve dislodged to the ascending aorta. It was reported that the valve frame on the inflow side may have damaged the ascending aorta. The dcs was pushed back again and when recapture was performed, the edge of the frame on the inflow side of the valve was touching the greater curvature side of the ascending aorta. The valve was recaptured. Fluoroscopy confirmed that the tension was momentary and recaptured. It was reported that there was almost no resistance. Following implant, an ascending aortic dissection was suspected via transesophageal ultrasound. Subsequently thoracotomy was performed. Damage to the ascending aorta and internal bleeding were confirmed. The damage to the ascending aorta was confirmed visually and was reported to be caused by an internal bleeding due to a scratch-like damage. There was no complete rupture. Per the physician, the cause of the damage to the ascending aorta was a scratch at the edge of the frame when the valve dislodged up and that tension was applied when the edge of the frame was inserted into the blood vessel wall during recapture. Aortic valve replacement and placement of the ascending aorta with an artificial blood vessel were performed. The transcatheter valve was explanted. It was noted that the native valve was bicuspid and vascular properties were possibly weak. Resistance was noted upon insertion of the non-medtronic guidewire and advancing the balloon during the pre-implant balloon aortic valvuloplasty (bav) was difficult. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the valve was recaptured due to a shallow position. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.